Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the mckesson prevent® sg glide safety hypodermic needle pulled out of the hub during use and remained in the patient's arm. The following information was provided by the initial reporter: "needle came out of the hub and stay in the patients arm.

Manufacturer narrative:
H6: investigation summary: it was reported the needle pulled out of the hub and remained in a patient's arm. To aid in the investigation, two photos were provided to our quality team for investigation. Based on the investigation and with the photo sample analysis the symptom reported is confirmed, but without the physical sample analysis a probable root cause could not be offered. A device history record review was completed for provided lot number 2087382. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the mckesson prevent® sg glide safety hypodermic needle pulled out of the hub during use and remained in the patient's arm. The following information was provided by the initial reporter: "needle came out of the hub and stay in the patients arm.